Event description:
It was reported that an unknown cast cutter/vac was used to remove a cast from a patient with club feet. The cast needed to be removed to make sure there was no open fracture. Following the removal of the cast, it was noticed that there was a small abrasion on the right medial malleolus. The doctor inspected the abrasion and determined that it was minor. The affected area was cleaned, bacitracin was applied and a bandaid was placed on the area. No further information has been provided by the customer account.

Manufacturer narrative:
The device is not available for evaluation at this time, if additional information becomes available and the device is returned, a follow-up report will be submitted.